Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It was reported that the customer's insulin pump was broken. Her blood glucose level was 180 mg/dl. She could not remove the battery cap. The product was returned. Nothing further to report.